Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent high blood glucose while using the ilet, with a reported reading of 390 mg/dl, and after clinical guidance suspected degraded insulin, switched to fresh humalog via pen to fill the cartridge, saw an initial decrease, then a subsequent rise; the user was traveling and had limited infusion sets, and replacements were arranged, with plans to speak with their endocrinologist. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings were available, and there was insufficient information to attribute the issue to a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.